Event description:
Boston scientific received information that high out-of-range pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d), left ventricular (lv) lead and on the competitor¿s right ventricular (rv) lead during the routine follow-up. In addition, the lv lead exhibited loss of capture (loc) while the rv lead had high pacing threshold measurements. The patient was not pacer dependent. The lv and rv leads were surgically abandoned while the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will not be returned as confirmed by the physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.